Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the aortic valve due to patient¿s torturous vessels as per the clinical description provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp insertion was aborted as the impella was not able to cross the aortic valve. The patient¿s vessel was tortuous.